Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2014 with the following findings: the keypad cover was found to be torn at the up arrow button. Evaluation revealed that the up arrow and contrast keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all of the key contacts. Also, the key contact of the contrast button was found to be missing. Unrelated to this complaint, the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The keypad cover was also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.